Manufacturer narrative:
Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for package printing defect (duplicate lot) on lot # 9007610. Investigation summary: customer returned photos of shelf cartons of 1cc, 8mm, 30g syringes from lot # 9007610. Customer states that there is a duplicate lot. The photos were examined and exhibited double printed lot numbers on the shelf cartons. Manufacturing ((B)(4)) will be notified of this issue. A review of the device history record was completed for batch # 9007610. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child 1214264, "on 08oct2019, (B)(4) received photos of 1.0ml, 30g, 8mm cartons and cases from lot #9007610. Review of the photos found shadow print on the lot code of the carton back. The autopackout system receives bags of syringes from the ff&s machine. The equipment erects the carton and loads the appropriate amount of bags of syringes into the carton. The machine laser codes up to three lines on the carton: lot code, date of manufacture, and expiration date. The cartons are closed before being placed on the outfeed conveyor. If the machine is stopped abruptly during the application of the laser codes; printing defects can be found. Review of quality notifications and maintenance dispatches did not find any related to this complaint. Unable to determine root cause of the autpackout machine abruptly stopping. Single point lesson spl0039 for resetting the sequence of packing after an abrupt stop indicates in steps 6 & 7 to clear the cartons from the machine." Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra-fine¿ ii short needle insulin syringe has incorrect label information. This occurred on 2 occasions before use. The following information was provided by the initial reporter: duplicate lot.